Event description:
One flap cut resulted in a button hole. The flap was laid back down again and the surgeon will re-treat the eye in a few months with prk. The following operations were successfully completed.